Event description:
It was reported that the tip of the driver broke off during a case. The tip was retrieved from the patient. There was no report of symptoms due to the event.

Manufacturer narrative:
The device did not return for evaluation. Photographs were not provided; therefore, the complaint cannot be confirmed. The lot number was not provided; therefore, a review of device history records cannot be performed. Based on the information provided, the root cause cannot be determined. If the device and/or additional information is supplied, a follow-up report will be filed accordingly.

Manufacturer narrative:
Corrected information: d4. Primary (B)(4). D9. Yes. Returned to manufacturer on 05/06/2024. H3. Yes. H6. Type of investigation: 10, 3331. Investigation findings: 3252. Investigation conclusion: 61. Additional information: d4. Lot #: em48205. H4. 06/24/2022. Visual inspection confirms that the distal hexalobe tip of the driver has completely sheared off. The driver has a cannulated shaft with a hexalobe tip on the distal end and is used for inserting screws into the pedicle. This type of failure occurs when the applied force on the instrument exceeds the instrument's design strength. There was excessively high torque being applied during use, likely combined with bending loads. Review of device history records showed no processing or manufacturing related irregularities that would contribute to this failure mode. Warnings/cautions/precautions: risks identified with the use of these devices, which may require additional surgery, include device component failure, loss of fixation/stabilization, non-union, vertebral fracture, neurological injury, vascular or visceral injury. Possible adverse effects: initial or delayed loosening, disassembly, bending, dislocation, and/or breakage of device components.